Manufacturer narrative:
The product involved in the report is not available for evaluation. American contract systems is the manufacturer of the universal setup pack jrsu11g. The complaint component medtronic cautery pencil, part number e2516nhsb is manufactured by covidien (FDA registration 1717344). The bovie pen is supposed to be holstered once it is powered on, as it creates heat. The bovie pen was not holstered while not in use. We have determined the injury occurred due to user error at the hospital. Because of this determination, a scar was not issued to the supplier of the bovie pen. This product incident is documented in the acs complaint database as 23-075 and adverse event assessment is identified as record ch-dt-2023-a1-20. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or has caused serious injury.

Event description:
A bovie pencil from universal set-up pack activated on its own when the plug was inserted into the robot. The patient was already prepped and draped for the procedure, no one was utilizing the bovie pencil at that time. The staff heard a buzzing sound and immediately realized it was the bovie pencil. The nurse pulled the plug, and the scrub tech threw device off the sterile field. Unfortunately, the patient was already burned.